Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer received a new replacement pump but she ended up in the hospital due to a high blood glucose level. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 436 mg/dl. Customer woke up feeling bad and her stomach was hurting her. Customer's blood glucose was around 400 mg/dl. Customer ate and did the correction with the pump bolus. Customer then went to work and later started feeling nauseous. Customer could not stand and went to the infirmary at work. Customer's mother picked her up and took her to the emergency room because her blood glucose was still high even after they went home. Customer did not have diabetic ketoacidosis. Customer was wearing the pump at the time and changed the site, infusion set, and battery. Customer had a blood glucose level of 250 mg/dl and was given 5 units of insulin and saline. Customer was advised to reconnect to the new pump.